Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) of the right optic due to unresolved visual disturbances. The patient experienced symptoms of glare, lack of visual clarity, and "vaseline" vision which lasted 4 months. In addition, it was stated that there was an incision enlargement made during the explant. Patient is noted to be doing well. No additional information provided. Intraocular lens (iol) was reported to be disposed of during post op examination.

Manufacturer narrative:
(B)(4). A review of the manufacturing record indicated that the lens was manufactured within specification. Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted.